Manufacturer narrative:
The mcivor mouth gag subject of the reported event was returned for evaluation. No issues were noted with the function or operation and no damage was observed to the device. Through follow-up with user facility personnel, the doctor was performing a tonsillectomy on the subject patient using a bovie electrocautery dissection technique and stated that the bovie may have arced to the mcivcor mouth gag subsequently causing the patient to obtain the reported burn. The bovie device being utilized during the patient procedure is manufactured by medtronic. V.mueller is not responsible for the service or maintenance of the bovie device. As no issues were noted with the mcivor mouth gag, the event can be attributed to the bovie electrocautery device being utilized in association with the mcivor mouth gag. No additional issues have been reported.

Event description:
The user facility reported that a patient received a "burn" on their lip from the mcivor mouth gag. Cream was administered to the patient's lip and no additional medical treatment was sought or administered.